Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/22/2014 with the following findings: the cartridge compartment was found to be free of damage: the reported issue was not confirmed. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked below the grip pad. The display screen visual was discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.